Event description:
Baxter pump was set at 2 ml/hr with "vasopressin" drip in a 50 cc syringe. Syringe was hung and in thirty minutes the syringe was empty with pump alarming empty syringe - all 50 cc infused. "Pump defective per manager."